Event description:
As reported, prior to use during an unspecified procedure, a flexor amsel guiding sheath separated. Reportedly, the user was attempting to manually curve the sheath prior to accessing the patient. The device did not make patient contact. A photo provided by the customer shows separation and unraveling of the device. There has been no report that the patient experienced any adverse effects from this event.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 20jan2022. The intended procedure involved placement of a stent within a conduit of the right ventricular outflow tract in a pediatric patient. The complaint device did not make patient contact. Another sheath was used to complete the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, prior to use during a procedure involving a placement of a stent within a conduit of the right ventricular outflow tract in a pediatric patient, a flexor ansel guiding sheath separated. Reportedly, the user was attempting to manually curve the sheath prior to accessing the patient. The device did not make patient contact. A photo provided by the customer shows separation and unraveling of the device. Another sheath was used to complete the procedure. There has been no report that the patient experienced any adverse effects from this event. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. The complaint device was returned to cook in the prior to use but prepped condition. The sheath separated measuring from the end of the hub at 29.3 cm and the distal tip was slightly out of round. The inner coil is wrapped tightly around the dilator. The dilator was unable to removed from the sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: ¿do not attempt to heat or reshape the device.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded operational factors contributed to this incident due to the user attempting to put a curve on the device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.